Manufacturer narrative:
PMA/510(k) # k192697. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report as it was described, because three of the devices returned had the clip attached to the drive wire in the closed position. Device 1 was not a complaint device since the clip did deploy as expected and was not meant to be returned. Device 1: the rep clarified this was not a complaint device. The device was returned with the clip deployed and was not provided for return. Device 2: the device was not function tested in the endoscope or by using the handle, due to the condition the device returned in. The clip had already deployed but remained attached on the drive wire in the closed position. A visual examination of the distal end components, clip, coil catheter and catheter attachment showed no deformities or signs of damage. A product discrepancy or anomaly that could have contributed to the reported occurrence was not observed. Device 3: the device was not function tested in the endoscope or by using the handle, due to the condition the device returned in. The clip had already deployed but remained attached on the drive wire in the closed position. A visual examination of the distal end components, clip, coil catheter and catheter attachment showed no deformities or signs of damage. A product discrepancy or anomaly that could have contributed to the reported occurrence was not observed. Device 4: the device was not function tested in the endoscope or by using the handle, due to the condition the device returned in. The clip had already deployed but remained attached on the drive wire in the closed position. A visual examination of the distal end components, clip, coil catheter and catheter attachment showed no deformities or signs of damage. A product discrepancy or anomaly that could have contributed to the reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. The device history record contains a nonconformance for driver crimp failed verification, that could potentially be related to unable to deploy. The device goes through various inspections prior to leaving the facility. These inspections would have removed any nonconforming devices prior to distribution. Investigation conclusion: a definitive cause for the reported observation could not be determined. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. A corrective action has been initiated to reduce occurrences of deployment difficulty for instinct plus clips. Prior to distribution, all instinct plus endoscopic clipping device are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
PMA/510(k) # k192697. The investigation is on-going. A follow-up emdr will be provided within 30 days of submission of this report.

Event description:
During an esophagogastroduodenoscopy (egd) procedure, the physician used three (3) cook instinct plus endoscopic clipping devices. The clip would not turn when it was open to allow them to rotate the clip to the right position to deploy it. When they did try to deploy, the clip would not detach from the sheath. They removed these devices with the clips still attached. They successfully completed the procedure with additional clips. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.